Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped recharging her ipg as recommended. As a result, the ipg has been unable communicate with her external devices due to it being inoperable. An sjm representative attempted to troubleshoot the issue with a spare programmer, but was unsuccessful. In turn, the patient plans to undergo surgical intervention on a later date.